Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while the device was removed from service at the third-party bench repair, an emergent issue of physical damage to the charging port was discovered. It was observed that the center pin was pushed in. Additional information obtained within good faith effort response indicated the device was still able to charge regardless of the physical damage. As the device was removed from service at the time of the discovery, no patient was involved during the event.